Manufacturer narrative:
The device is not available for evaluation as it was discarded. A review of the lot manufacturing records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A practitioner reported one of their patients informed them there was a piece of plastic on one of the lenses. The patient visited a hospital on an unknown date where the lens and/or the piece of plastic was removed with tweezers from the eye. It is unknown if the patient received any additional treatment in the hospital or after the visit. Additional medical information was requested but has not been received.

Manufacturer narrative:
A review of the lot manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. A review of defects during the packaging operation revealed no rejects for foreign material. Based on all available information, no causal factors can be determined and no conclusion can be drawn.